Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Consumer had known with mites and pollen allergies. On (B)(6) 2014, essure (fallopian tube occlusion insert) was inserted. On (B)(6) 2014 the consumer experienced complication of device insertion, nausea, and dizzy. In an unspecified date the consumer experienced pelvic pain, traumatic experience, fainted after the insertion, constipation, pain during menstruation, lower back pain, muscle pain, pain radiating to legs, depressive feelings, memory loss, and problem concentrating. She reported social activities and happiness problems. She visited a natural medicine therapist and was under treatment at bsr (body stress release), pure starflower oil received, vitamins, magnesium and mucuna pruriens. She has not recovered from the events. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Consumer is under natural therapy and had not recovered. Pelvic pain is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pelvic pain and essure use cannot be excluded. Since she reported social activities and happiness problems, seen as disability, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Quality safety evaluation of ptc received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-oct-2016 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain she was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be requested.

Manufacturer narrative:
Correction: the information from supplemental 1 was submitted in error and should be deleted. Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1671 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Consumer is under natural therapy and had not recovered. Pelvic pain is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pelvic pain and essure use cannot be excluded. Since she reported social activities and happiness problems, seen as disability, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable.